Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure date of initial procedure. Product code and lot number. What were current symptoms following the index surgical procedure. Onset date. Other relevant patient history/concomitant medications: what is physician¿s opinion as to the etiology of or contributing factors to this event. The initial approach for the index surgical procedure. Any concurrent procedure/device implantation. Were there any intra-operative complications. When was the mesh exposure first noted by a physician. Mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention including dates and results. What is the patient¿s current status.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced pain . The patient experienced also vaginal exposure of mesh in 2013 and 2014 and underwent a mesh removal vaginally. The patient experienced pain and recurrent vaginal exposure of mesh again and underwent a further mesh removal vaginally in 2016; right arm of mesh was removed. The patient continued to have sp pain and the left arm of mesh was removed laparoscopically from the retropubic space. Additional information has been requested.